Event description:
The bag for the vented paclitaxel IV tubing set was opened. In the process of unwinding the tubing, the cap covering the IV spike fell off. This has happened numerous times this month (did not report or keep the other IV tubing). This effects the sterility of the product.